Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Receiver charged and will boot: passed. Receiver download retrieved and attached: passed. Receiver logs data was received for evaluation but does not reflect the full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: additional information. D10: device availability- additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.